Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer had broken the seal on top of where the insulin reservoir goes in. Caller stated that the reservoir is no longer secure. Customer's blood glucose was 100-120 mg/dl. Caller stated that there are pieces breaking off the pump and they are not sure how the damage occurred since the pump was not dropped. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner and a broken reservoir tube lip. However, the test reservoir was held inside of the reservoir compartment.